Event description:
Additional information from the healthcare provider reported there was nothing in the patient¿s initial visit note about a fall or wires coming loose.

Event description:
It was reported that the patient fell and lead wires became loose and hcp (healthcare provider) replaced wires and ins about a year ago in august. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v134604, implanted: 2008 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).